Event description:
The patient reported that they pressed the button and while inserting the infusion set the skin got damage on (B)(6) 2026.

Manufacturer narrative:
Patient city: (B)(6) patient country: poland. E1:name- (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.